Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. As received, the belt failed the ECG fall off test. Upon investigation the trunk cable was pulled short and the solder joint at the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.